Event description:
It was reported that failure to deflate, removal difficulties, and shaft break were encountered. The 75% stenosed target lesion was located in the non-tortuous and non-calcified external iliac artery. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during the procedure, the balloon did not fully deflate. Upon withdrawal, the device got stuck within the sheath and the balloon shaft broke. The partially inflated balloon was pulled out through the sheath along with the guidewire. No patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The device was microscopically and visually examined. The shaft of the device has multiple stretched down areas and kinks. The total length of stretched down shaft areas were approximately 100cm. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded, and the device also had a pinched tip. There was a separation 13.4cm proximal to the distal (tip) portion of the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the shaft.

Event description:
It was reported that failure to deflate, removal difficulties, and shaft break were encountered. The 75% stenosed target lesion was located in the non-tortuous and non-calcified external iliac artery. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during the procedure, the balloon did not fully deflate. Upon withdrawal, the device got stuck within the sheath and the balloon shaft broke. The partially inflated balloon was pulled out through the sheath along with the guidewire. No patient complications were reported and the patient condition was fine.